Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set insulin flow blocked. Insulin did not exit after plunger push. No further information available.